Event description:
It was reported that a visions pv .018 was used in a therapeutic peripheral procedure in a moderately calcified distal sfa. During use, resistance was felt past the lesion, thus the catheter was removed together with a non-philips guidewire. Upon removal from the patient, the distal tip separated during the attempt to remove the catheter from the guidewire. A new catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the visions pv .018 catheter and a non-philips guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a4: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is japan. Block h3: the visions pv .018 catheter was returned separately with the non-philips guidewire. The catheter was returned in two pieces which aligns with the reported complaint that the distal tip separated during manipulation outside of the patient. Visual inspection found a deformed distal tip next to the distal end of the polyimide. During functional testing, a guide wire movement test was performed using a 0.0180¿ mandrel. The mandrel was inserted through the detached distal tip and passed with no significant resistance. The mandrel was then inserted through the guide wire exit port on the remaining proximal portion of the device, and passed through the lumen with no significant resistance. Block h6: the probable cause of the removal as a system is due to to a damaged tip that occurred during use. The damaged tip probably caused the polyimide to deform and fold inwards into the tip lumen, creating the observed resistance and resulting in the catheter getting stuck on the non-philips guidewire. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block g4- 510(k): initial MDR listed k150442. However, this device is only sold in japan; therefore, k150442 does not apply.